Event description:
Patient reported infusion set causing elevated blood glucose 206-500 mg/dl (normal =90-176 mg/dl) over the past month. Patient treated with an injection of insulin. Patient switched to a different name brand of the same infusion set and blood glucose levels were fine.